Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 bursts of anti-tachycardia pacing (atp) during a slow ventricular tachycardia (vt) episode. However, the rhythm was not able to be converted and the therapy was exhausted. The rhythm remained slow; therefore, no additional therapy was provided based on programming. It was determined that the device operated appropriately and the patient was scheduled for a ventricular tachycardia (vt) ablation. This device remains in service. No adverse patient effects were reported.